Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had been hospitalized and currently have no control over their bladder. Since returning home, which has been about three and a half weeks, the patient had experienced constant urination. The patient said they had to get out of bed frequently, keep pads on the bed that become soaked with urine, and sometimes go directly to the shower. The patient stated that they called [manufacturer] last week but did not receive an answer. They also contacted their healthcare provider (hcp) and were offered a visit if they felt the need to come into the office. The patient also reported having an MRI and stated they were told it was safe. They called [manufacturer], and someone walked them through ensuring the device was turned off. When they returned to imaging, the patient said the room felt very hot and that the technician had to call an engineer to check the machine. The patient reported that once the MRI started, they felt as if they were burning or frying inside and experienced a panic attack, which they said they had never experienced before. The patient stated they were unsure whether the issue was related to the MRI, despite being cleared by [manufacturer], or if the MRI machine caused the onset of constant urination. The patient reported that regardless of which program they select fortheir therapy, they had not experienced improvement. The patient said they recently tried program 5 and finally experienced some "intensification," leaving the level at 5.2. However, the patient reported that every time they turn or lie down, the sensation felt like being shocked by a "220 plug," which caused them to rush to the bathroom with urine running down their legs.  The patient confirmed they had tried all seven programs. Before calling, they had already attempted adjusting both the program and therapy level but experienced pain at 5.2. The agent reviewed therapy guidelines with the patient. During the call, the agent assisted the patient in changing their program and adjusting therapy to a comfortable sensation. The patient set the device to program 3 at a level of 2.0 and was advised to monitor their symptoms. The agent redirected the patient to their hcp to discuss further program customization.